Event description:
It was reported that a patient had av block. The procedure was cancelled. During a catheter ablation procedure, a versacross connect for faradrive was selected for use. After completing the cti ablation, the physician got ready to perform a transseptal crossing. While positioning the wire, there was extra torque on the system and with movement, the wire bumped the av node before heading to the superior vena cava (svc). The patient had av block that recovered after extra pacing was done until a normal sinus rhythm returned. The patient recovered fully, stayed for observation and has been discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f: user facility/importer report information and h: device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient had av block. The procedure was cancelled. During a catheter ablation procedure, a versacross connect for faradrive was selected for use. After completing the cti ablation, the physician got ready to perform a transseptal crossing. While positioning the wire, there was extra torque on the system and with movement, the wire bumped the av node before heading to the superior vena cava (svc). The patient had av block that recovered after extra pacing was done until a normal sinus rhythm returned. The patient recovered fully, stayed for observation and has been discharged. The device is not expected to be returned for analysis (disposed).